Event description:
It was reported an issue with dafilon suture. The client reported that the thread has lack of smoothness which leads, due to traction to easy breakage. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received one closed sample for analysis. We have tested the knot pull tensile strength of the sample received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.74 kgf (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum) also, sewing test on artificial skin tissue has been conducted with the sample received and the thread is not damaged when pulling the thread through the tissue. Visual appearance of the thread is the usual one before and after sewing test as can be seen in enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. According to the results of the tests realized to the closed sample received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. As stated in the precautions of the instructions for use of the product, 'when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked'. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.